Event description:
On november 21, 2006, the following report was received by eagle vision, inc. The patient was seen for insertion. This was after the original ciba tearsaver .5mm fell out. I inserted a medium super eagle ref. 3131, lot 73394 in the left eye. She returned 47 days later for a follow-up and the patient stated that she thought the plug fell out. Exam revealed a granuloma protruding from the opening about 1.5 to 2.0mm in length. She returned 3 months later and the punctum appeared completely normal with no evidence of the previous granuloma. No meds were prescribed in this case. The age of the patient was not reported.

Manufacturer narrative:
The punctum plug reportedly extruded on its own. An exam following extrusion revealed a granuloma protruding from the punctal opening about 1.5 to 2.0mm in length. No medications were prescribed. The patient presented 3 months later and the punctum appeared completely normal with no evidence of the granuloma. No additional information is expected.